Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation was not confirmed. Based on the results of the investigation, the reported malfunction was not reproduced during inspection. However, it is possible error 400 (generate if electrode is attached and activated without a saline solution being present, or there is an electrode connection fault) is related to improper use of saline solution. Regarding error 300 (persistent over voltage or current error) and error 300 (accessory error) are likely due to a metallic object being nearby the electrode tip causing a short or a faulty electrode or cable. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the cutting and coagulation electrosurgical accessories displayed a check irrigation electrode error when activating the electrode. The issue occurred during preparation for use of an unknown therapeutic procedure. There was no procedural delay. There were no reports of patient harm or injury.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.